Manufacturer narrative:
Product anticipated to return, follow up report will be provided upon completion of investigation.

Event description:
Laparoscopic tubal ligation - "surgeon had to keep unlocking safety shield that kept re-engaging. This caused undo pressure on the underlying tissue. Pts complained of excessive bruising at post-op visit." Pt status: healed.